Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4)manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective pump. The technician replaced the pump to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The pump was requested for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on patient side post procedure. There was no report of patient injury.

Manufacturer narrative:
The defective pump was returned for further investigation. During the evaluation the reported failure could be confirmed. As root cause a defective motor coil could be identified. How the motor coil got damaged could not be determined.